Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl (13.9 mmol/l) in less than 1 hour of wearing the pod. The patient reported the adhesion completely separated from the abdomen, resulting in the cannula dislodging. The pod was removed, and a new pod was applied.